Manufacturer narrative:
(B)(4): the customer reported getting an error message and an unexpected pacer spike. There was no report of pt impact to the involved pt. The unit was evaluated by a philips field service engineer. The symptom could not be duplicated. No related repairs were made. The device passed all testing and was returned to service. As of (B)(4) 2010, the customer has not called back regarding this device.

Event description:
The customer reported getting an error message and an unexpected pacer spike. There was no report of pt impact to the involved pt.